Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material. The foreign material was white and seemed to come from the patient body. The material could not be removed from the nozzle. The reported event (air/water flow issues) was confirmed due to the clogged nozzle. In addition, the cover on switch two was pierced and leaky, the adhesive on the bending section cover was worn, the distal end cover was cracked, the light guide lens was cracked, there were scratches on the universal cord, the cover on switch one was worn, angulation was out of specification due to wear of the angle wire, and the insulation resistance value was out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there was a problem with the flow of air and water from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material clogged in the air/water nozzle was unable to be identified. Olympus will continue to monitor field performance for this device.